Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility on (B)(6) 2021, unspecified microbes were detected from the sample collected from the instrument channel of the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel and the air/water channel of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus deutschland gmbh (ode), it was found that the foreign material came out of the nozzle of the subject device and the foreign material adhering to the instrument channel of the subject device. There was no report of patient injury associated with the event. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of a result of microbiological testing could not be conclusively determined. Omsc surmised that the foreign material came out of the nozzle of the subject device due to the following causes. - process of reprocessing conducted by the user was different from the process recommended in the instruction manual of the subject device. - the user used chemical solution to feed air-water that was not listed in the instruction manual of the subject device. Omsc surmised that the foreign material adhering to the instrument channel of the subject device due to the following causes. - process of reprocessing conducted by the user was different from the process recommended in the instruction manual of the subject device. - removing foreign material was difficult for the user did not perform pre-cleaning immediately after procedure.